Event description:
It was reported that at 2:18 minutes, 16,554 joules while using the fiber during a procedure, the fiber was observed to be burnt and broken; the fiber was not cleaned during the procedure. The fiber was replaced then at 29:36 284, 799 joules of use, the second fiber broke; the fiber was again replaced and the procedure completed using a third fiber for 18:03, 188,000 joules. No patient outcome was reported. This event is for the second fiber used.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2019-61574. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify the reproted fiber break. The glass cap bevel edge and metal cap were not aligned. The glass cap could rotate independently of the metal cap. The glass cap exhibited severe devitrification at output window. The metal cap exhibited severe charred detritus adhesion on surface and an indication of slight melting at the output window. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested with a hene laser fixture and aiming beam was present at the fiber output window; there were no signs of breakage along length of fiber. The connector cone, segments and tabs appeared in good condition and secure. The control knob was attached and aligned with fiber and could rotate the fiber. Based on the device analysis, the product complaint "fiber break" could not be confirmed. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that at 2:18 minutes, 16,554 joules while using the fiber during a procedure, the fiber was observed to be burnt and broken; the fiber was not cleaned during the procedure. The fiber was replaced then at 29:36 284, 799 joules of use, the second fiber broke; the fiber was again replaced and the procedure completed using a third fiber for 18:03, 188,000 joules. No patient outcome was reported. This event is for the second fiber used.